Event description:
It was reported that during placement into the pt's right internal jugular, the physician experienced difficulty. When inserting the 16fr sheath, he removed the dilator and blood "gushed out." The valve was not functioning properly inside the sheath. Additional information received on 05/17/2010 by the sales representative stated this catheter was placed successfully in the pt and there was no delay in treatment or pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.